Event description:
Doctor was performing a stone fragmentation and removal procedure when the active light cable was draped over the pt during a scope exchange. They usually drape it over the pt so the active end is hanging down off the table. In this instance, the light cable slipped back up and made contact with the pt. After the procedure was completed, they discovered that the pt had received a burn on the back of the knee area about the size of a dime. Surgeon determined that it was minor and applied silvadene cream. They have since seen the pt and her condition is good; burn is healing.

Manufacturer narrative:
There was no report of malfunction of cable; (B)(4) checked cable after procedure and found no problem; he released it back into circulation.